Manufacturer narrative:
Follow up #1 submitted: 04/19/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned and investigated by product analysis on 04/18/2017 with the following findings: review of the black box data revealed call service alarm 054 recorded on the date of the alleged power issue. There was no damage to the battery cap. The battery cap was evaluated and found to measure within specifications. The battery cap secured properly to the pump for testing. On investigation, the pump powered on with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. The battery compartment was cracked along the side of pump and below bumper pad. Leak testing revealed moisture ingress at the site of the battery compartment crack. The pump was opened for investigation and revealed moisture damage/corrosion inside the pump. Investigation confirmed the alleged moisture in the pump but did not duplicate the alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; intermittent power with cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.